Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that, on an unspecified date, a 7.5" (19 cm) appx 0.31 ml, smallbore ext set w/remv clave¿, clamp, rotating luer was found to have a crack resulting in a leak during patient use. The reporter stated that the end of the tubing was cracked and when they flashed saline the extension set either dripped or sprayed out. There was no patient harm reported. The initial reporter indicated that the event occurred three times; however, no additional information was given pertaining to the additional instances. A search of the complaint database showed no prior report of these events.

Manufacturer narrative:
Received two (2) photos showing the d1000 tego. There appeared to be a small amount of seal tearing present on the seals. The reported complaint of the tegos being stripped can be confirmed. The probable cause of the torn seal is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. Corrective and preventative actions are in process. Lot history review was reviewed and no relevant nonconformities were found that would have led to the reported complaint.